Manufacturer narrative:
Review of batch records indicate that the product was released according to specs.

Event description:
Clinician reports "pt had a fistula after 3 months. After re-entry no membrane is visible. The bone replacement material is still very soft. Pt is well."